Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a test step regarding an internal flow verification/negative flow. The trilogy evo blower assembly needed to be replaced to resolve the issue. Additionally, the following items were replaced due to contamination or cosmetic issues: trilogy evo blower bellows seal, trilogy blower mount, trilogy evo rear cover, trilogy evo base assembly, trilogy evo cooling fan assembly, trilogy evo fan retainer, trilogy evo speak/ ER housing, trilogy evo main housing, trilogy evo inlet side panel, trilogy evo outle/ t side panel, trilogy evo machine flow sensor, trilogy evo handle - retention plate, trilogy evo muffler assembly, trilogy evo filter cover, trilogy evo air inlet foam filter, vanity cover, trilogy evo alarm lens, trilogy evo tubing, trilogy evo tubing-/ blower chassis, trilogy evo tubing-fio2, trilogy evo tubing-low flow o2. This device been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements.